Manufacturer narrative:
Hamilton medical ag reference number: comp-104458. Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfile analysis tf 5505 and tf 5506 were recorded on (B)(6) 2025. (B)(6) 2025,11:54:41 reset ventilation time 5 min special 554, (B)(6) 2025, 11:54:41 ets 25 % setting 319, (B)(6) 2025 ,11:54:41 standby off special 507, (B)(6) 2025 ,11:54:36 oxygen supply failed supply 5016, (B)(6) 2025 ,11:54:34 tf : 5506 tech fault 5506, (B)(6) 2025, 11:54:29 tf : 5505 tech fault 5505, (B)(6) 2025, 11:52:59 calibration tightness ok calibration 602, (B)(6) 2025-, 11:52:33 calibration paw offset: 198 device 613. The root cause was identified as a defective vu mother board, which was subsequently replaced. Following the replacement, the device functioned as intended.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5505 and 5506. No patient involved.